Manufacturer narrative:
B3: event date - aware date used as event date is unknown.

Event description:
It was reported through a market research study that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. At an unknown timepoint, the patient developed a thrombus on the closure device that took nine (9) months to dissolve. The patient was placed on an adult aspirin following dissolution of the thrombus until the end of aug2023 when a non-occlusive, right popliteal blood clot formed. No further information was provided.